Manufacturer narrative:
H10: additional manufacturer narrative: device initial evaluation has been completed- report of cannula leakage was unable to be confirmed during product evaluation. Device was returned with visible blood residue at the connector to cannula junction and the barb connector to tubing junction. Cable tie was observed on the barb connector to tubing junction, black tie was observed at the connector to cannula junction, and black taping cloth was observed on the non-wired reinforced area of the cannula. By visual assessment, bonding between cannula and connector with solvent was indicated. A leak test was performed on the cannula as received and with ties and taping removed and no leakage was observed between the connector to cannula junction and the connector to tubing junction or cannula body in both scenarios. No visual damage, contamination, or other abnormalities were found. Engineering task has been opened and assigned for further investigation. The reported event is pending further investigation and assessment. A supplemental report will be submitted in a timely manner once the investigation has been completed and/ or new information is provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the cannula body of an ezf21a aortic cannula was suspected to have a pinhole during use. The cannula was de-aired and connected to tubing of cardiopulmonary bypass in the usual manner without any problems. The connections were secured per the IFU. After initiating cardiopulmonary bypass, the surgeon noticed that blood was spilling out of the incision (specifically the side where the patients head was) in an unnatural way. The surgeon investigated the cause and suspected a possible pinhole in the cannula body. Because the amount of blood leaking was very small (exact amount is unknown), the surgeon prioritized the progress of the procedure and did not replace the cannula. The cannula continued to be used by taping around the area where the pinhole was thought to be. The surgery was completed with no patient adverse events reported. The patient outcome was reported as recovered. Per the reported information, it was unclear whether the taping actually fixed the blood leak. The cannula was used for coronary artery bypass grafting and was in use for approximately two (2) hours. There was no significant delay in the procedure, other than a few minutes to find the location of the leak. The surgeon commented that they did not damage the cannula body with instruments such as surgical knife and only clamped the non-reinforced section of the cannula body. He also commented no kinking occurred or no prolonged force of compression on the cannula during the placement of the cannula. The device was returned for evaluation with black tape and thread attached to the cannula body. Photos taken by the sales rep were also provided.

Manufacturer narrative:
H11: additional manufacturer narrative: engineering evaluation summary: the reported complaint of pinhole and leakage were unable to be confirmed by product evaluation. Pra was opened. CAPA was initiated and is in investigation phase. Per image evaluation, cannula with blood residue was seen. Alleged pinhole on cannula body and cannula leak are unable to be confirmed/visualized from the images provided. The first image shows a cannula with a black cloth tied around the non-wire reinforced area of the cannula, close to the connector end. The second image provides a zoomed in view of the cannula where the black cloth is visible around the non-wire reinforced area of the cannula. Additionally, a black tie is also visible around the cannula-connector junction. No other visual inconsistencies were noted. Per supplier DHR review, it was confirmed that good documentation practices were followed properly and no non-conformities or deviation associated to this work order were found. Training, maintenance, calibration, and tensile test results were found as expected. Retained sample has been obtained to evaluate the presence of solvent. Visual appearance of the connector bonding is according to the current process and no indication of an out specification or abnormal condition. Based on the information available, the alleged pinhole on cannula body and leakage was unable to be confirmed. Images taken during product evaluation of returned device shows a blood channel at the cannula and connector junction, likely a channel of a non-bonded area near the connector parting line, which possibly indicates the leak path. However, leak was not observed during functional testing of the device. A definitive root cause of the leakage is unable to be determined; however, it is most likely due to insufficient bonding of the cannula to the connector adjacent to the parting line. In an effort to further investigate risk and potential process improvements pra and CAPA were initiated. Corrected data: the reported issue is related to a leak that occurred from an alleged pinhole on the cannula body. Although the pinhole and alleged leak were unable to be confirmed, the incident involves a minor leakage and there were no associated injuries or blood transfusions required. As a result, the severity of this non-conformance is limited. Therefore, this leakage issue will result only in procedural delay with no risk for the patient. Based on this information, this event is no longer considered reportable and this correction is being submitted.